Manufacturer narrative:
As the end user was rising from a sitting position, she suffered a 1.5 inch long laceration on her left shin that was thought to be caused by the footrest. The laceration was repaired with sutures and the end user received a tetanus shot. The husband reported that time, the foot rests had been irregularities were found on the device. There were no missing parts or sharp edges. We could not confirm the device caused the incident and it is not clear what role it may have played. There were no distinguishing markings to identify it as a medline device. However, in an abundance of caution and due to the reported injury, this medwatch is being filed.

Event description:
The end user cut her leg on the foot rest of the wheelchair. The laceration was repaired with sutures.